Event description:
A leak in the ventilation system was found that was allegedly due to the catheter thumb valve remaining in the open position. This problem allegedly resulted in a loss of approximately 300 cc's delivered tidal volume to the pt. The closed suction catheter was removed and replaced and there was no pt compromise.